Event description:
The device manufacturer's pharmaceutical customer, apg europe, contacted the device manufacturer to report packaging damage. On 16dec2024, apg europe provided additional details and photos showing that packaging damage resulted in breach of sterility of the device. This deficiency was found prior to use. The device had not yet entered into the distribution stage to the end user (i.e. Being put into service), there was no health impact to the end user.

Manufacturer narrative:
According to the manufacturer's records, lot# k243 was manufactured according to relevant procedures, tested before release, packed, according to specifications and there were no non-conformances found. The manufacturer's batch records were reviewed no ncm's were found. According to the sterilization sub-contractor review, no issues were noticed for lot# k243 during or after the sterilization process. The proof of delivery received from the shipping vendor was signed with a remark noting damage to one (1) pallet. This indicates that the shipment was received with damage and is under the manufacturer's responsibility. The photos provided by the customer show damage was caused to the thermal cover, secondary and primary packaging affecting the carton boxes and blisters. Most likely, the damage is related to a forklift operation. Therefore, the most probable root cause of this issue is human error, resulting from failure to follow procedure which led to damage while improperly using the forklift.